Event description:
During a percutaneous coronary intervention (pci), add'l torque was needed to achieve desired placement of a 6fr al .75 guiding catheter. The over torquing caused an "acute twisting and stretching" of the catheter shaft. The catheter was removed from the pt, another guiding catheter was utilized to complete the procedure. There was no pt injury reported with the event.